Manufacturer narrative:
One device was received for evaluation. Visual inspection found worn-out battery door seals, damaged battery compartment, and an inoperable dso. A 'high alarm displayed: cassette not attached properly' alarm was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the inoperable dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette alarm. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.